Event description:
It was reported that the pt was implanted in 2005 in verona. The pt was not a good candidate for the round window vibroplasty, due to the bone threshold being below the border line of the selection criteria. No sufficient functional gain was measured with the audio processor set at a maximal output. The audio processor was working well. The pt was not satisfied with her results, so she decided to visit another doctor. The pt reported that she was unable to perceive any benefit from her audio processor and asked to be explanted. The pt was explanted in 2007 and reimplanted with a pulsar cochlear implant in the same ear. The internal device seemed to work properly.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.